Manufacturer narrative:
The insulin pump received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. Also, received with normal operating currents. No blank display during testing. No damage found on the lcd isolation tape noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 113 mg/dl. Troubleshooting for blank display was performed. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.